Event description:
The service and repair department documented that the adjustable cervical distractor-right is missing a pin, this was discovered post-op. No case or patient involvement. There is only one device for this complaint.

Manufacturer narrative:
A manufacturing evaluation was preformed: the pin holding the adjustable arm has sheared off. The pin is missing and was not received. The pin on the turning part has sheared off too, but is still in position. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. Remains of welding could be seen and so manufacturing was able to conclude that both pins were secured with 2 laser points on each side. Possible cause for the pin breakage is excessive force.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): regarding medwatch follow-up report #1, the date received by manufacturer was may 6, 2015, not may 6, 2014. The incorrect year was entered in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history record review was attempted for the subject device. A service history record review could not be performed as this is a lot controlled item. The manufacture date of this item is 22-mar-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the pin was missing. The repair technician reported ¿missing parts¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit for additional evaluation. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.